Manufacturer narrative:
Eval: biomed technician replaced the washer and that stopped the lea. He also said the pump started after this was repaired. Pump is back in service.

Event description:
Info was received by call report. Clinician placed a call to the hot-line because she had a pump that would not go into assist when button was pressed. Clinical on call (coc) spoke with clinician. They already had pt (pt) on a second autocat & it was pumping without a problem. Clinician stated they had a pt. That needed an intra-aortic balloon (iab) placed in an emergency. They slaved signals to pump & when they pressed assist button, pump stayed in standby. They tried turning pump on & off. Pump still remained in standby when assist button was pressed; they changed to a second autocat pump. When they connected pt. To this pump, they initially got a "helium loss" alarm. They checked & changed helium tank. Clinician stated she thought she could hear gas escaping from tank, but pump was pumping. At one point they were connecting pt. Back & forth from first pump; assist button never worked. They tried to change tank on first pump & clinician stated that it sounded like helium was escaping from first pump also. Coc asked her to describe how they changed the tank. It sounded like they took helium regulator out when tank was changed. She asked if they were using a rechargeable tank or a disposable tank. She stated that it was a disposable tank. Coc explained that it might be best to send this pump to biomed to have it checked. They may need to replace washer & check control head. Coc could not explain control head being stuck in standby. She explained there may be a control head issue. They may have had "helium loss" alarm on second pump due to connections, since they were connecting/reconnecting cables back & forth from both pumps. Since pump is now without alarms, pump seems to be fine. Field service spoke with biomed. Biomed technician stated he found helium washer on the floor.